Event description:
Additional information was received from a manufacturer representative (rep). When asked the cause of the programmer being dead despite new batteries, the rep responded "sorry for confusion, internal battery was dead, pt did not have programmer on [them]." No likely cause of the issue was provided. The rep indicated that the patient wants an explant, however no further actions have been taken. Rep indicated "device was dead and not turning on and off. Patient was under the impression it was but upon checking that was not the case."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is month/year valid. Continuation of d10: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had unexpected stimulation. The patient stated their doctor said the ins was dead. The patient also said they couldn't function, and it was causing them a lot of pain. The patient also reported they felt sudden high stimulation. It was constantly squeezing their organ muscles super tight and was making them pee every 5 minutes. The patient reported their ligament was sore. The patient mentioned it felt like it's like incapacitating them, and it's locking their neck and back area. The patient did not confirm if they experienced falls or trauma. The patient also stated that the ins was turning on and off, and it had been on zero. The patient mentioned the programmer was now dead. The patient mentioned they tried inserting the battery inside the programmer but still had no signal. They didn't have programmer anymore. The patient spoke to their doctor and was redirected to contact the manufacturer to remotely turn off the ins. The patient would like their implant to be remotely turned off immediately. The agent reviewed that no one could remotely turn off the ins. The patient also said they could meet with a manufacturing representative (rep) in any hospital/clinic anywhere to turn off the ins. The agent sent an email to the field. The patient was redirected to their healthcare provider (hcp) to further address the issue. The rep responded to the email and reported that they met with the patient and got it taken care of. Additional information was received from the manufacturing representative (rep). The rep reported that upon meeting the patient, the battery was completely dead. The stimulator was not on. The patient complained about stimulation all over their body. The rep informed and educated the patient that it was not from the device since it was dead. The hcp was updated. The patient was informed to follow-up with their primary care doctor. No further action was needed.